Event description:
Customer reported a no delivery alarm. The blood glucose reading is 170 mg/dl. Customer states that the insulin did not exit with the plunger. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.